Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, the device was difficult to remove. In accordance with the instructions for use, the access ports were used and the device was removed successfully. Some force was also used in the removal of the starclose se device. Hemostasis was achieved with the device. There were no reported adverse pt effects. Though requested, no additional info was available.